Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure -1176" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed. The report was resolved by reloading the calibration table software. Historically failures of this type are a result of the device's calibration steps being performed incorrectly. We were unable to obtain information from the customer if a calibration had been performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.